Manufacturer narrative:
MDR 3003442380-2024-02967 - device 5 of 10.

Event description:
Unomedical reference number (B)(4) event occurred in the united states. Event occured between 08-sep-2023 to 09-apr-2024. It was reported that patient faced ten infusion set cannula was kinked event. The blood glucose level was 300 to 400mg/dl. The event occured within three hours of insertion. The site of insertion was at abdomen and thighs.. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.